Event description:
During surgery the clamp fell apart. They retrieved the clamp, but could not find the screw. The user/facility was contacted in 2003 for additional information. Surgery was not significantly delayed. A visual search was performed and an x-ray was taken; however, they could not locate the screw. The patient did not suffer any adverse effects as a result of this incident.